Event description:
Customer stated that their spouse was on their way to take the insulin pump to the hospital. Customer reported that they are receiving a no delivery alarm on the insulin pump. Customer was noted to have diabetes ketoacidosis and was throwing up. Customer also mentioned having an abscessed tooth and noticing a bubble in the tubing. Customer's blood glucose reading at the time of the call was 301 mg/dl. Through troubleshooting it was noted that the alarm may have been caused by a set or reservoir occlusion. Customer's blood glucose reading at the end of the call was 182 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.